Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tip was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the molded insulator broken. As a result the grip tip became dislodged. The broken piece measures approximately 2.10mm x 7.25mm. The broken piece was not returned. Additional findings not reported by site: the instrument was found to have the grip tips dislodged. The grip tips became dislodged as a result of the break of the molded insulator. The complaint regarding the device being broken was confirmed by failure analysis.